Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who indicated that their pump was not working, stating it was not on and malfunctioning. However, it was stated that their healthcare provider advised them that the pump was on. The patient mentioned that they can't lay down anymore. It was noted that the patient had an upcoming pain management appointment scheduled for the (B)(6) of this month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient's pump was not turning on. The patient stated that they were having a lot of trouble with the pump and it was making noise like it was empty, but it should be filled; the pump was alarming. The patient mentioned that the pump made noise but there was nothing happening and they were getting "zero relief". This issue had been going on for a week. The patient had met with the healthcare provider (hcp) 3 times and the last time the doctor told the patient to call the manufacturer. The patient was nauseated and "feeling very bad". The patient was redirected to their hcp to further address the issue. An email was sent to a manufacturer representative (rep). The patient reported that they were taking 2 additional medications, one for blood pressure and another was a muscle relaxer. Additional information received on 2026-03-12, indicated that, for over a month, the patient had not been getting any pain relief from their pump. The patient knew that the pump was going empty because they could not even walk or get up. The patient mentioned that they were in intensive care and was in "bad condition". The patient was redirected to their hcp to further address the issue. The patient was emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who was calling for additional physician listings. During the call the patient stated that they had been in agony for over 5 months and their pump was playing music inside of them. The patient stated that they had gotten a new doctor and ¿they were afraid of them and said the pump did not work and the doctors staff screwed them¿. The patient also said, ¿their doctor was crazy since the pump was not on¿ and ¿due to them being in so much pain ¿ they were ready to put a gun to their head¿. The patient stated they had ¿anthemia¿. Per the patient, the drugs in the pump were dilaudid, bupivacaine, and 30.0 mcg/ml of clonidine.